Manufacturer narrative:
The field service engineer did not find any problems with the analyzer. The customer replaced the ise electrodes, conditioned, and performed routine maintenance. The engineer inspected the ise mechanisms and flow path; these were good. The customer ran correlation studies after electrode replacement and these passed. Precision studies were performed and passed. The customer ran controls and these passed.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with ise indirect na for gen.2 on a cobas 6000 c (501) module. The initial values were reported outside of the laboratory. The samples were repeated on a second analyzer and the repeat values were deemed correct. The first patient sample initially resulted in a na value of 170 mmol/l, which repeated as 139 mmol/l. The second patient sample initially resulted in a na value of 168 mmol/l, which repeated as 131 mmol/l. The na electrode lot number and expiration date were requested, but not provided.

Manufacturer narrative:
Na controls were within range on the day of the event. Calibration on (B)(6)2022 was acceptable. The investigation determined that the customer's maintenance actions resolved the issue. Medwatch fields d1, d2, d4, g1, g4 have been updated.